Manufacturer narrative:
The technician found the locking bar screw missing. The technician replaced the screw to repair the bed.

Event description:
Info received indicates the brake will not hold at the head end of the stretcher.